Event description:
It was reported by the patient that after using an electric shaver they felt dizzy. They measured their heart rate with a home device and it came up ¿irregular heart beat¿. The patient inquired if the shaver could interfere with the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.